Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) underwent routine defibrillation threshold (dft) testing. The device failed to convert the induced ventricular arrhythmia when given a 41j shock, max output for this device. Subsequently, the ICD and right ventricular (rv) lead were explanted and replaced. Subsequent dft's performed with the replacement ICD and rv lead were successful. No additional adverse patient effects were reported.